Event description:
Failed to "fire suture and panacryl poly. Delayed surgery by 5 mins."

Event description:
Add'l info rec'd from MFR 2/15/05: it appears that the facility has estimated that this issue added 5 minutes to a surgery and this is what precipitated their medwatch filing and this report. MFR would not have considered this issue to be a reportable event, if reported to MFR by the facility. In the report the facility states that they had returned the complaint device on nov. 2004, MFR cannot find any evidence of a complaint having been opened nor having received this device. MFR can only assume that a facility rep misidentified the MFR and possibly forwarded the device to them in error. In other words FDA's letter to MFR is the first that MFR has heard of this incident. MFR has initiated complaint 10032139 for this reported issue.